Manufacturer narrative:
Follow-up #1 date of submission 04/07/2014-device evaluation: the insulin pump has been returned and evaluated by product analysis on 03/19/2014 with the following findings:a visual inspection of the pump found some cosmetic damages. Investigation found that the keypad cover was intact. The pump powered up with the appropriate audible and vibratory functions. All of the buttons responded intermittently but none were found to be sticking. Removal of the keypad cover found contamination all of the button contacts.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. Reportedly, the keypad buttons were sticking and had a delayed response. Reporter stated that there was no damage to the keypad or evidence of moisture corrosion in the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.